Event description:
I had essure placed in (B)(6) of 2013. It was removed in (B)(6) of 2013 due to extreme pain, bloating, and excessive bleeding. I have since been diagnosed with (B)(6), and immunodeficiencies. The pain has since increased and I have a hysterectomy scheduled for (B)(6) 2014.